Event description:
Customer reported that he was hospitalized due to high blood glucose and congestive heart failure. Customer stated that the blood glucose reading was unknown at the time of hospitalization. Customer stated that he is concern that he may not be getting the right amount of insulin. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications. Unit was received with cracked reservoir tube lip. No missing segments or display anomaly noted. Status screen displays matching serial number.